Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed, 21mm in length target lesion was located in the severely tortuous, severely calcified and 4.0mm in diameter right coronary artery. A 4.00x24mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and when the device was removed, it was noted that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.